Event description:
Patient underwent an evar (endovascular aneurysm repair) on [redacted date]. On arrival to ICU, 3 medications y-sited together in one peripheral IV ¿ propofol, norepinephrine, and epinephrine. Norepinephrine was shut off upon arrival. When the rn was removing the norepinephrine line from its pump, it is believed that the blue safety clamp malfunctioned and was ¿open¿ therefore inadvertently blousing the patient. The norepinephrine bolus led to systolic blood pressures greater than 300 and diastolic blood pressures greater than 100. The patient was given propofol boluses and lopressor to counteract the epinephrine and blood pressure normalized. Approximately 20 minutes later the patient lost a pulse and went into pea (pulseless electrical activity) arrest. The patient had 2 rounds of chest compressions with 1mg of epinephrine and obtained rosc (return of spontaneous circulation). The pump has a slide clamp (safety clamp) that must be inserted into the keyhole at the top of the pump. The pump operator must then push the safety clamp down until the pump door opens. The slide clamp prevents any free flow. It is believed that as the nurse was removing the line from the pump, that the safety clamp failed, causing the patient to receive the bolus.